Manufacturer narrative:
This report is submitted on february 22, 2022.

Event description:
Per the clinic, the patient experienced tingling and pain in the throat (starting at the incision site) with stimulation. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2022. The patient was reimplanted with a new device during the same surgery.